Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Stopped in middle of infusion. Incident occurred over the weekend. The pump was in the process of giving a regular infusion; no extraordinary circumstances. The pump stopped infusing, but did not give any alarms or error codes. Incident occurred in ICU department. No patient injury reported. The rate/volume is unknown. No further information available.